Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the MRI (healthcare provider) told the patient one time that they had been told the implantable neurostimulator (ins) was turned off, and they did the MRI, but they burned the person.